Event description:
It was reported that during in house testing, the zimmer electric dermatome was found to have a heavy switch and produced irregular thickness. No additional clinical information was received prior to this report. A follow up medwatch will be submitted if additional information is received.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device was manufactured on 08/02/1999 and was last repaired on 05/08/2013 for a non-related issue. Evaluation of the device observed that the large screw to the thickness control lever was removed. The master blade was not flush with the control bar and motor speed could not be tested due to the bent prongs on the plug end of the cord. Prior to repair, the device was outside calibration specifications on both sides of all thickness settings. The lack of calibration most likely caused the reported event. Improper handling most likely caused the lack of calibration of the unit. The device was serviced and returned to the customer.